Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual inspection confirmed there was a hair-like debris sealed inside the package of the cuff. This package is non-conforming. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(6) . G2 foreign: japan evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at incoming inspection at the distributor warehouse product was found with a hair-like substance inside the sterile package. There was no patient involvement. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.